Manufacturer narrative:
The field service representative (fsr) replaced the yellow level sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the yellow ultrasonic level sensor was constantly false alarming even though there was fluid at a level above the sensor. The sensor holder was changed out, but the issue remained. The sensor was changed out and no further issues occurred. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.